Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a pediatric surgery, the device was deployed but the reload did not have any staples on one side of the reload. The device operator had to sew the staple line. No adverse event was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: according to the reporter during the procedure the staples did not deploy completely on the patient side. The staple line was over sewn in order to preclude permanent damage to a body structure. There was bleeding around the staple line. The current condition of the patient is normal.